Event description:
It was reported that during a ptca/stent procedure, the physician was able to successfully implant a stent in a vessel that was totally occluded that was noted to have a significant amount of thrombus present. (Contrary to IFU) six days later, the pt returned to the cath lab with the vessel again totally occluded with thrombus. The physician redilated the vessel, and had a good result. Reportedly, the pt had a gastro intestinal bleed 1 day post the initial implant, and was subsequently taken off all anticoagulant therapy. Physician believes that this is what caused the stent to rethrombos. The pt is reported to have recovered from this incident.